Event description:
A 22-guage catheter was placed in the right antecubital fossa, 40 cc had been administered when the catheter separated from the adapter. The pt was taken to special procedures and under fluoroscopy, the catheter was found and removed via catheter snare.